Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose was 517 mg/dl. Customer was treated with manual injection. Troubleshooting was performed. Customer was advised a replacement will be sent. Device is expected to be returned for analysis.